Event description:
It was reported that the insulin pump did not alarm no delivery. Customer stated that there was a kink in the infusion set. The blood glucose reading is 546 mg/dl. Customer changed the infusion set and treated high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.